Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, it was found that the user required rx verify assistance. A technical support specialist (tss) assisted the customer with reverify process to resolve the issue. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank attempts to request a medication for a patient did not allow the user to select the medication, and assistance was needed with rx verify. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.